Manufacturer narrative:
Surgeon did not use proper setup to preform a navigus biopsy. The medtronic representative onsite advised the surgeon regarding the correct setup. The software functioned as designed.

Event description:
A nurse reported that during a biopsy procedure the surgeon could not track the biopsy needle. They checked if the trajectory is locked and it was. The nurse stated the plan was not close to the current trajectory, so they re-set the entry point. However, when the surgeon brought the needle back into the field of view the needle tracked intermittently. The surgeon decided to discontinue the use of the biopsy set, and completed the case successfully by enlarging the burr hole and taking a biopsy of the superficial tumor freehand. No negative impact to the patient outcome was reported.